Event description:
It was reported that during an unknown procedure, the device did not work at all after set up. There was no error code reported. They opened a new product and it worked fine. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional; however, it worked properly with foot switch assembly. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.